Event description:
(B)(4). Essure inserted (B)(6) 2011. Within a year, symptoms appeared: pelvic pain, back pain, body aches, nausea, digestive issues, bowel changes, headaches, food sensitivities, skin rash and sensitivities, loss of libido, no energy, brain fog, muscle cramps, hyperthyroidism, weight gain, dizziness, depression, mood swings, allergies, dental problems.